Manufacturer narrative:
The sample was collected in a serum tube with a gel separator that was centrifuged for 5 minutes at 3500 rpm. Three levels of qc were within the customer's established ranges prior to and after the event. On (B)(4) 2010, the customer had performed carry-over testing which passed instrument specifications. On (B)(4) 2011, the customer performed routine system check which passed within instrument specifications. Service was not dispatched since the customer is not questioning instrument performance at this time. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report high beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patient generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory and questioned by the clinician. The original sample was repeated on the same unit and an alternate unit; both produced lower positive bhcg results within the same gestational category. Patient results are provided. The patient's chemotherapy treatment was canceled due to the initial elevated bhcg results.

Manufacturer narrative:
The sample was collected in a serum tube with a gel separator that was centrifuged for 5 minutes at 3500 rpm. Three levels of qc were within the customer's established ranges prior to and after the event. On (B)(6) 2010, the customer had performed carry-over testing which passed instrument specifications. On (B)(6) 2011, the customer performed routine system check which passed within instrument specifications. Service was not dispatched since the customer is not questioning instrument performance at this time. A clear root cause has not been determined for this event. Change from: no information, to: serious injury.

Event description:
A customer contacted beckman coulter inc. (Bci) to report high beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patient generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory and questioned by the clinician. The original sample was repeated on the same unit and an alternate unit; both produced lower positive bhcg results within the same gestational category. The patient's chemotherapy treatment was cancelled due to the initial elevated bhcg results.